Manufacturer narrative:
Upon eval of the device a significant blood spill was found inside of the machine. All contaminated and damaged components were replaced including the coverlock. Machine was repaired and is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2008 reporting that the coverlock jammed and header arm was very stiff. No injury or reaction noted.